Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and or death on (B)(6) 2012 and after use the of the product.

Manufacturer narrative:
Additional information was received and it did not indicate that the patient is deceased as it was previously reported. Additional information has been requested in order to further clarify the patient experience and outcome of the event; this information will be submitted upon receipt accordingly. This is one of two device reports that are associated with this event. The associated MFR report numbers: # 1225714-2014-13705 and 1225714-2014-13706. The hardcopy 3500a form MFR report # 1225714-2014-13706 follow-up # 001 was timely submitted on 02/15/2016 to the office of center for devices and radiological health, stamped 02/15/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.